Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2011 and mesh was used. During a peritoneal dialysis catheter insertion on an unknown date, the physician noted dense adhesions connecting the mesh to the viscera. The surgeon took down some of the adhesions and then closed the patient. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) adhesions. Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.